Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing of an intrinsic atrial beat during a stored atrial tachy response (atr) episode. Further review was recommended to the physician. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Investigation conclusion: the device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.